Event description:
It was reported that during an implant attempt of the atrial lead there was undersensing of atrial fibrillation. Multiple positioning attempts were made and eventually, the physician was unable to advance stylet. This lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.